Event description:
According to the reporter, the patient was having difficulty removign the inner cannula. It was also stated that the trach was changed the week before and may need to be replaced. It was indicated that there was patient involvement but no patient harm associated with this event.